Event description:
It was reported that two days post iol implant in the left eye the patient complained of pain. The surgeon examined the patient six days post-op and noted that the lens was not sitting in the capsular bag as it should have been and the lens optic was rubbing against the iris. This was described by the surgeon as "z-syndrome". It was also reported that the patient noticed a decrease in vision. The surgeon attempted to reposition the lens one week post-op, but because of the size of the capsulorhexis and the strength of the capsule, he chose to explant the lens and replace it with a different model lens. According to the surgeon the event was likely due to the patient's small vertical dimension of capsular bag. The patient was reportedly doing well post iol exchange.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.